Event description:
It was reported midline placement attempted. Usual steps followed. Catheter slid easily over guidewire. After insertion device removal, noted that there was no blood return from hub. Pulled catheter back slightly, but still with no blood return. Catheter appeared kinked upon ultrasound assessment. Line easily removed with no resistance, catheter intact. Noted bend in catheter where it had kinked. Patient had to be stuck again. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.